Event description:
The initial reporter stated that the pump was alarming multiple error codes, including 10, 01 and 02. They stated that they had not been shown how to complete gravity feeding and that this resulted in an approximately six hour delay of therapy. Mmdg did follow up with the initial reporter who stated that the patient was stable and that they hadn't experienced any harm due to the complaint. (B)(4).

Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was completed and no non-conformances were found. Because the device was not returned to mmdg, an investigation could not be completed. This report is being filed for the reported delay in therapy that the patient experienced as a result of the complaint.